Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 30 retained samples underwent functional tests to assess the functionality of the device and the activation of the safety mechanism. All samples passed the tests with no defects or splatter observed, and they were activated properly with no evidence of splatter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode of splatter based on retains testing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed blood being discharged from the needle when they push the retract button on one (1) device. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.2b medical device type: one additional code applies; jka.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed blood being discharged from the needle when they push the retract button on one (1) device. No patient impact reported.